Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm began showing an upward trend, reaching 200 mg/dl around midnight. The patient subsequently experienced severe vomiting, rendering her unable to function. Her husband contacted emergency services, and she was transported to the hospital. At the hospital, the patient was diagnosed with diabetic ketoacidosis (dka). At the time of diagnosis, her bg reading was 252 mg/dl, while the cgm reading was 185 mg/dl. The patient was treated with potassium and began ¿taking sugar¿ during her hospitalization, though it was not confirmed whether this was related to diabetes management, as she was experiencing a hyperglycemic event. Although the report confirms hospitalization, the duration of the hospital stay (less than or more than 24 hours) is unknown. At the time of the report, the patient was still hospitalized but reported feeling better. Follow-up was attempted by technical support on 07/01/2025. The patient declined to provide additional information, stating she did not have all the details due to being extremely ill and vomiting at the time of the event. She also requested no further contact for clarification on this matter. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid when checked at the hospital. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on (B)(6) 2025. At approximately midnight on (B)(6) 2025, the patient's continuous glucose monitor (cgm) began registering elevated glucose levels, reaching 200 mg/dl. Shortly thereafter, the patient began experiencing severe vomiting, which significantly impaired her ability to function. Due to the severity of her condition, the patient's husband called emergency services. She was transported by ambulance to the hospital, where she was diagnosed with diabetic ketoacidosis (dka). Upon arrival, her blood glucose (bg) reading was 252 mg/dl, while the cgm reading was 185 mg/dl. The patient received treatment that included potassium and intravenous fluids. As of the time of this report, the patient is showing signs of improvement but remains hospitalized for continued monitoring and care. No additional patient or event information is available.